Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. On (B)(6) 2015, the contact reloaded a cartridge that had already been in use for 3 days and resumed insulin delivery. During troubleshooting with tandem technical support on (B)(6) 2015, the contact was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Tandem's user guide also states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.